Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reloaded the cartridge in an attempt to resolve the issue; however, a cartridge alarm 1 occurred. Customer loaded a new cartridge in an attempt to resolve the issue; however, a cartridge alarm 9 occurred. Reportedly, the customer did not perform the proper air removal techniques. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered correction bolus of insulin to address high bg.